Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that deployment issue occurred. The 10x39x135/ iliac wallstent rp endoprosthesis stent was selected but it was found out that the stent was partially deployed. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device evaluated by MFR: a visual examination found that the device was returned to the complaint investigation site with the outer sheath flush to the tip. It was also noted that the shaft of the device was kinked at various positions along its length. The investigator was able to partially deploy the stent and it was observed that two of the distal stent wires were uncrossed. Once the outer sheath was retracted it was noted that the inner shaft was kinked immediately proximal to the distal markerand. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).